Event description:
It was reported that the patient made a phone call to their doctor and was diagnosed with a skin irritation identified as dermatitis the patient's skin was blistered and rash. For treatment, the patient was prescribed hydrocortisone cream. The patient was discharged after a couple hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.